Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that after the pump alarmed, the nurse opened the door and noticed the tubing had separated in the picu.

Manufacturer narrative:
The customer¿s report of a set disconnection was confirmed. Visual inspection showed the set was separated between the upper fitment and silicone segment. The expected retainer ring around the separated silicone segment end was not received; however, a retainer ring indentation was noted at the expected placement along the silicone segment. There were no other issues observed with the set. No functional testing was performed on the set due to the obvious separation. The root cause of the set disconnection was not identified.